Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, the diaphragmatic response to pacing was reduced. The pacing catheter was repositioned and ablation was continued but loss of diaphragmatic capture occurred and elevation of the diaphragm was observed. The pvi procedure was continued and the diaphragm gradually descended but the reaction to pacing was still different between the two sides of the diaphragm. It is unknown if the patient had fully recovered by the time of discharge and attempts to get additional information have been unsuccessful because of restrictions in place due to covid-19. It cannot be determined if the phrenic nerve injury persisted with the information reported so an MDR is being submitted.